Event description:
A customer reported that the touchscreen of their pump was not always responsive, requiring extra touches to recognize a finger touch, particularly affecting the ability to unlock the pump and input the correct bolus amount. There was no adverse impact to the customer¿s blood glucose level. The follow-up was declined, and no further action was required, with no additional information provided.